Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2010. It was reported that the pt's programmer displays the low battery warning. Based on the pt's current program parameters, it was determined that the message is related to battery passivation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.